Event description:
It was reported to bvsd that after introducing the iab into the pt that the iab did not work. No other details have been provided to date. The iab was removed and replaced. After 3 days of iab therapy the pt expired. It was reported that the pt.'s condition was very serious.